Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd2 ultrabag therapy, intraperitoneally (ip) for peritoneal dialysis (pd). In 2010, the patient experienced bacterial peritonitis. It was not reported if the patient was hospitalized. The cause of the peritonitis was not reported. Treatment provided was not reported. The outcome for the bacterial peritonitis was not reported. It was not reported it pd therapy had continued. The nurse believed the bacterial peritonitis was unrelated to pd therapy.